Event description:
It was reported that the patient presented for an implant procedure. During the procedure, a new right ventricular lead was removed from the packaging and examined. Upon examination the distal portion of the lead appeared very soft and overly flexible. The lead was not used and another lead was implanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.